Event description:
Literature: demartini l, stocco e, bonezzi c. Failed back surgery syndrome and intrathecal drugs infusion. European journal of pain supplements 2010; 4(4): 299-301. Summary: the authors were interested in subjects with failed back surgery syndrome (fbss) that underwent a trial for intrathecal drug infusion; they focused on the drugs used, outcomes and side effects. Fifty-six pts were treated with intrathecal drugs for non-cancer pain over a 14 year period; twenty of these pts had fbss. Drugs used included morphine, hydromorphone, ziconotide, bupivicaine and clonidine. Reportable event: the authors reported two cases of meningitis that was experienced during the trial phase due to malpractice; this was cured with systemic antibiotics. The authors reported that this no longer occurs since ports with microfilters are available.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time, no add'l info was available, add'l info has been requested.